Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would spontaneously reboot and would randomly ask the user if they wanted to discharge every 30 minutes without any user intervention. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would spontaneously reboot and would randomly ask the user if they wanted to discharge every 30 minutes without any user intervention. They tried a known working input unit, and the issue followed the bsm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6, b6 - b7, d10 . Attempt # 1: 10/04/2023 emailed the bme for all items under the no information list: the bme responded, stating they were not privileged to this information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm (bsm-6301a): input unit. Model #: bsm-1700. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-6301a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would spontaneously reboot and would randomly ask the user if they wanted to discharge every 30 minutes without any user intervention. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would spontaneously reboot and would randomly ask the user if they wanted to discharge every 30 minutes without any user intervention. They tried a known working input unit, and the issue followed the bsm. No patient harm was reported. Investigation summary: nihon kohden received the complaint device on 10/25/2023. Nk repair center evaluated the device on 11/08/2023 and could not duplicate the complaint. No physical damage nor fluid intrusion was observed. The unit has a loose screw rattling inside the unit. The touchscreen has some minor scratches, but this did not affect functionality. The recorder failed during testing. The recorder was replaced. The unit operates to the manufacturer's specifications. A definitive root cause could not be determined since we could not duplicate the complaint. Possible causes of the spontaneous reboot may include a network feedback loop due to a bad network switch or the presence of another device in the network with a duplicate ip address. Possible causes of the discharge window showing without user interaction may include the presence of debris or liquid on the touchscreen. A review of the complaint device's serial number does not show other complaints. A review of the customer's complaint history shows no trends for these issues and the devices. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 10/04/2023 emailed the bme for all items under the no information list: the bme responded, stating they were not privileged to this information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm (bsm-6301a): input unit model #: bsm-1700 serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would spontaneously reboot and would randomly ask the user if they wanted to discharge every 30 minutes without any user intervention. No patient harm was reported.